Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they needed assistance with rewind. The customer stated that they had low blood glucose of 53 mg/dl prior to call. The customer stated that they treated the low blood glucose with food. The customer stated that the paramedics came to assist. The customer's blood glucose was 154 mg/dl at the time of call. The customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.